Event description:
Patient required orif left hip fracture after a fall at home. Surgeon used advanced orthopaedic solutions hardware for the surgery, placed cross-locking galileo screw without difficulty, when working on the lateral noticed the galileo screw had rotated and was no longer in the femoral neck and head and was slightly rotated. When attempting to get the galileo screw out, it appeared something happened with the nail and the locking mechanism jammed, while attempting to disengage, a piece of the handle used to unscrew broke. Attempted assistance of hardware company representative to obtain advice from their engineers, they decided to send another piece from (B)(6) (about an hour from our hospital), kept the patient under general anesthesia to complete the surgery with the new piece. We could not get the screw out with the new equipment, "there was no way to engage it because the locking mechanism had somehow jammed, it turned out the locking screw was stripped. Per the surgeon "unable to complete surgery as planned, galileo screw remains in patient, had to stabilize as best as we could, closed patient. Unsure if this will be stable, if the fix will hold the fracture, if she will be able to walk or if this will cause continued pain."